Event description:
Procedure: right hemi-colectomy (laparoscopic). Reportedly, when the surgeon inserted the trocar, a piece of metal dropped into the patient cavity. The metal was retrieved without difficulty. No patient injury reported.